Event description:
The pt contacted lifescan in 2005 alleging that their one touch ultra meter was prompting the apply sample message. The medical affairs specialist spoke with the pt two days later to obtain/verify info. The pt has been unable to test for three weeks. They reported visiting their physician for a blood goucose test, where they was administered amaryl and actors for a blood glucose result of 350 mg/dl. No attempts were made to test on the reported meter prior to going to the physician's office. They tested on family member's meter and obtained a 180 mg/dl. The pt did not experience any symptoms of high or low blood glucose result results during the time of concern. No actions were taken prior to visiting the physician, which would have affected their blood glucose level. The pt was prescribed oral medication following the office visit. Prior to the visit, they had been controlling their diabetes through diet. Since the pt made no attempts to test with the reported meter, there is no evidence that the pt suffered injury and medical attention due to the meter. The customer service agent verified that the pt was using the correct testing technique. The csa walked the pt through retesting, using test strips from the reported vial and a new vial, and the meter prompted the apply sample message. Therefore, there is an indication that the meter meets the criteria of a medical device reportable. The meter, test strips, and control solution were replaced.